Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter is the mother of the end user. Reporter stated the end user has had two strokes and three aneurysm and bathes twice a week due to her condition that she had prior to the incident, unrelated to the invacare transfer bench. Reporter alleges that (B)(6) around 10:30 am she was bathing the end user. Reporter states end user was sitting on the transfer bench and she bent down to shave the end user's legs and she heard a popping noise. As she continued she heard another popping noise and next thing the end user fell forward toward the reporter . The end user tried to hold onto the grab bar that is located in the shower, but when she tried to stand, everything was slippery from the soap and water, therefore she was not able to hold on and fell on top of the reporter. Reporter states there is bath mat in place in the tub already due to end user's pre-existing condition. Reporter states the two front legs bent forward and she states end user sits on the back of the transfer bench.

Manufacturer narrative:
Per return evaluation, complaint changed from 9871 transfer bench to 9780 shower chair. Manufacturer changed from invamex to ninghai jianpai automotive accessory co.,ltd. This product is not manufactured by an invacare owned company. The manufacturer will be notified via (B)(4).

Event description:
Reporter is the mother of the end user. Reporter stated the end user has had two strokes and three aneurysm and bathes twice a week due to her condition that she had prior to the incident, unrelated to the invacare transfer bench. Reporter alleges that sunday around 10:30 am, she was bathing the end user. Reporter states end user was sitting on the transfer bench and she bent down to shave the end user's legs and she heard a popping noise. As she continued she heard another popping noise and next thing the end user fell forward toward the reporter . The end user tried to hold onto the grab bar that is located in the shower, but when she tried to stand, everything was slippery from the soap and water, therefore she was not able to hold on and fell on top of the reporter. Reporter states there is bath mat in place in the tub already due to end user's pre-existing condition. Reporter states the two front legs bent forward and she states end user sits on the back of the transfer bench.